Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation, multiple cables were missing. The cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting ECG "a" and "b" to the front therapy electrode were missing. In addition, all therapy electrodes and ECG "a" and "b" domes were missing. The cable connector j703 on the dn pca was broken off. The root cause for the cut cables and missing tes and ECG domes was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt (B)(4) for an unrelated issue, a reportable problem was found.